Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on posterior, creases fold, wear abrasion and yellow particles inner device. Leak test and microscopic analysis was performed which identified: opening crease smooth on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is an opening crease smooth on posterior assessed as fold flaw opening.

Event description:
Patient reported and healthcare professional confirmed left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Patient reported and healthcare professional confirmed left side deflation. Device has been explanted and replaced.